Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au2700 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). The service documentation revealed issues with the sodium (na) and the chlorine (cl) as being low. The fse installed the au2700 level detection plate mod kit and ran an enhanced cleaning on the ionic selective electrode (ise); which, resolved the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified issue(s) with the au2700 level detection plate; which, attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
The following erroneous results were reported: sodium, chloride.